Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that a ¿charge ins recharger¿ screen was seen when the recharger was plugged in. The patient reported that the connector pin wiggle s but it is secure when plugged in. The patient reported that the ins was depleted and they are hurting and unable to recharge. No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of their recharger had not resolved their inability to recharge and the hurting they had experienced. They noted that the steps taken to resolve their issues were having had an x-ray taken which had showed that the implant had moved. No further issues were noted or anticipated.